Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed power on resets recorded in the black box. The battery cap returned with the pump was evaluated and determined to be within specifications and able to attach properly onto the pump. On testing, the pump was exercised for 24 hours without interruption in power. The pump was opened for investigation and no damage, defect or contamination of the pump's interior was noted. The complaint was verified in the pump history but was not duplicated during the investigation.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.